Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room following a syncopal episode. The device was interrogated, increased capture threshold, decreased pacing impedance and decreased sensing were noted on the right ventricular (rv) lead, and loss of capture was noted on the left ventricular (lv) lead. The physician diagnosed dislodgements of the rv and lv leads which resulted in syncope due to increase capture thresholds. The event was resolved by explanting and replacing the rv lead and the lv lead was successfully repositioned. The patient was stable and experienced no consequences. Related manufacturer reference number: 2017865-2020-22609.